Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m148731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m148731 and test base part number 190-430 / lot m148731. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m148731 showed that the complaint rate is (B)(4).

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed. On various dates. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing on direct tested nasopharyngeal kitted swab with pcr - biofire respiratory 2.1 panel generated negative results. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment other than waiting to have another sample collected.